Event description:
Pt has had the implants for twenty years. The reason they chose to get implants was because they were stabbed in the chest and literally lost most of their breast tissue on the left side. The implants at that time seemed a good alternative and pt chose to have both of them reconstructed to be the same size and shape. Pt has never had any other surgeries as yet concerning the implants. Pt breastfed all three of their children and so far the only one that has any problems has a spastic colon since birth but it is not serious at this time and pt cannot blame this on the implants. Pt does at times have a little pain in their breast and some soreness around their periods. Pt massages their breast atleast once a day and has since the implant surgery as directed by the physician at the time. Pt has noticed that their left breast has begun to sag a little. Pt has started to have some joint pain and pain in neck that they cannot explain. Pt has several lumps over their body, small ones that stay sore. Their arm has one small lump and they have two in the back and around five in the legs. They are very small and are sore to the touch. Pt has, over the course of ten years, developed cherry moles all over their body and they are getting worse. Pt has sharp pains in the neck at times and it is a very sharp pain but they cannot blame any of this on the implant because they have no proof. Pt read articles sent in and sympathetic to those who are having problems and some of their symptoms match pt's but pt has no proof as yet. Pt is concerned about this problem but they cannot afford the necessary test needed to help them. Pt has had regular mammograms and they so far show no leakage. Pt's implants were placed behind the pectoral muscle also. Pt has enjoyed their implants and they thank god they were here when they lost their self esteem but pt has been afraid because of the reports they are hearing and pt is a single parent working two jobs to support themself and their three children. Pt doesn't know what they would do if they have to have them removed because they don't have the money to do it. Pt doesn't want to lose their self esteem again by not having their left breast. Pt is writing to inform of some of the problems they are having but again they do not know if it is from the implants or old age. However pt is afraid because they do not go to the dr as they should because they cannot afford it. Pt had the implants put in at a plastic surgeon's office.